Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Incidental findings: the sewing ring had been cut around the valve and exposed the wireform. The wireform was also exposed on commissure 1. A hematoma was observed on leaflet 2. Valve appeared in the same condition as in image provided by the complaint handler. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to calcifications. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
This supplemental report is being submitted to include the DHR results. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). The explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 23mm bioprosthetic aortic heart valve was explanted after nine (9) years, eight (8) months due to stenosis. Upon visualization, the sewing cuff was quite embedded at the level of the wall junction. The valve had a few calcium nodules, the leaflets were very rigid, and only the free margin was slightly mobile. Per the physician, it would not be possible to remove the valve without creating damage to the surrounding tissue. Therefore, the cuff and pledgets were left in place and a new 23mm pericardial bioprosthesis was used in replacement. The patient was noted as doing well, post-operatively.

Manufacturer narrative:
Device evaluated by manufacturer: moderate host time overgrowth was found on leaflet 2 at the inflow aspect and outflow aspect. Minimal host tissue overgrowth found on the stent circumference at the outflow aspect. X-ray revealed heavy calcification on all three leaflets, and wireform intact. The sewing ring had been cut around the valve and exposed the wireform. The wireform was also exposed on commissure 1. A hematoma was observed on leaflet 2. Product evaluation findings confirmed the clinical observation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Calcific degeneration is contributed to many factors which include patient factors (age, disease state, pharmacological intervention, etc.) Mechanical stress related to the valve¿s hemodynamics performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edward¿s tissue valves due to anti-calcification treatments during manufacturing. In this case, calcification and host tissue restricted leaflet mobility which led to stenosis. Patient condition/factors most likely contributed to svd which lead to medical intervention. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.